Event description:
It was reported that patient was scheduled for a normal battery depletion change out of their implantable pulse generator (ipg) and a lead warning was discovered pertaining to the right atrial (ra) lead impedance which had increased over time. The right atrial (ra) lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: e2dr01aa, implantable pulse generator (ipg); implant: (B)(6) 2004, model: 507658, right ventricular (rv) implantable pacing lead; implant: (B)(6) 2004. (B)(4).